Manufacturer narrative:
(B)(4). As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient on peritoneal dialysis therapy experienced a crack on their transfer set resulting in a leak. The patient was connected to the device during dwell four of four. This event was reported to occur during patient use. The technical service representative assisted the patient in ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.